Event description:
The whole cap popped off when the physician went to pull the sheath out of the pt during an ivc filter retrieval. This is the second time this has happened to this physician. The pt is doing fine.

Manufacturer narrative:
Evaluation: still under investigation.